Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed under fluoroscopy. No patient symptoms were reported. No electrical anomalies were detected. The lead remains implanted, but lead replacement is planned. The patient will continue to be monitored.